Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise and a rv lead integrity warning occurred due to short v-v and two high rate non-sustained episodes. The physician did not was to implant "additional hardware" so the physician decided to put the rv defib sense/pace pin into the left ventricular (lv) port, and the lv pin was put into the rv sense/pace port. No patient complications have been reported as a result of this event.